Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The actions/interventions taken to resolve the lack of stimulation is the patient has been adjusting stimulation and seeing improvements with their symptoms. Hcp said they saw the patient in office on (B)(6) 2017 and was doing well. The actions/interventions taken to resolve the shocks from the device was the hcp didn't hear complaints of feeling shocks and had no nocturia. The lack of stimulation and shocks from the device have been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the friend/family member of a patient with implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient thought that they had had better luck with the trial system than with the implant. The patient had to rush to make it to the bathroom at night. The patient stated that the device ¿was not doing the thing is should be.¿ it was reported that the patient stopped feeling stimulation on the day of implant. It was reported that the patient had been feeling little shocks from the device. It was noted that stimulation was turned on to program 1 at 1.6v. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.